Event description:
The zilient wire broke during the procedure. A second wire was used to cross the lesion. Balloon angioplasty and stent placement were performed.

Manufacturer narrative:
Complaint investigation underway.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
The zilient wire broke during the procedure. A second wire was used to cross the lesion. Balloon angioplasty and stent placement were performed.